Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a an error that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Ge healthcare service proposal has not been accepted by the hospital. No further information available.